Manufacturer narrative:
UDI information is unknown. Initial reporter also sent report to FDA is unknown. No information has been provided to date. This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). A device history review (DHR) was not applicable or performed. A product sample was received for evaluation. Functional and visual testing were performed. The device was received in good condition. The evaluation was performed, and the reported issue was duplicated, powered on the device and compressor very loud. The root cause of the reported issue was due to wear and tear. Service and repair determined that wear and tear on the device was extensive therefore, the device was not repaired. No further actions were required.

Event description:
It was reported that the motor was very loud. No patient injury was reported.